Event description:
The surgeon performed a corpectomy at c5, plating from c4 to c7. The surgeon bent the plate with interpore cross plate benders, however because the pt was very hypolordotic, the surgeon realized he needed to put more bend in the plate than the interpore cross plate bender would allow. The surgeon was informed that he could bend the plate further, however he needed to ensure that he did not damage the slider mechanism and kept it from sliding. The surgeon used a synthes plate bender to bend the plate further, however the slider still would not lock down. The surgeon used a small bone tamp and mallet to bend the plate without success. The surgeon then placed another screw into the graft to try to get some friction to keep the slider mechanism from sliding down, however, the surgeon was still able to slide the slider mechanism down. The pt was closed and the surgeon left the operating room. He returned a short time later and decided to reopen the pt, remove the plate and screws, and place another plate. The surgeon bent the second plate using the interpore cross plate bender and inserted the screws, however, he was unable to lock the plate. The surgery was completed. At the itme of this report the pt is asymptomatic, however the lever arm is still sticking out.